Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smartsite needle-free connector had an occlusion. The following information was provided by the initial reporter: the reported feedback suggests that there was an occlusion. Unable to flush through the connector. Several of our staff have found that they are unable to flush through the connector, despite trying different syringes including luer lock. Once the connector has been replaced the IV itself is patent.

Event description:
It was reported that smartsite needle-free connector had an occlusion. The following information was provided by the initial reporter: the reported feedback suggests that there was an occlusion. Unable to flush through the connector. Several of our staff have found that they are unable to flush through the connector, despite trying different syringes including luer lock. Once the connector has been replaced the IV itself is patent.

Manufacturer narrative:
A 2000e product was not available for investigation; however the customer confirmed that the complaint samples were from lot 20036693. Further information was not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20036693 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.